Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (600 mg/dl). During troubleshooting with tandem technical support it was determined that the pump time was inaccurate, and customer's carbohydrate ratio was set wrong. Reportedly, the pump time was approximately 12 hours off, and carbohydrate ratio was set to 1 unit of insulin for every 8 carbohydrates and should be set to 1 unit of insulin for every 12 carbohydrates. Customer delivered correction boluses to stabilize blood glucose levels. Tandem technical support recommended customer discuss pump settings with their health care professional.